Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health authority reported that a suture was instilled into a patient's right eye at the end of a pterygium excision surgery. The next day, the patient returned with a complaint of sore eye and foreign body sensation which was confirmed to be a broken suture. Upon confirmation, the patient experienced panic due to emotional distress. The patient was treated with a quick results heart-save pill and their symptoms improved after 10 minutes. The suture was re-stitched with no other discomfort.